Event description:
It was reported that during a lap anterior resection procedure, circular stapler fired as normal, anastomosis height ~15 cm, stapler fired ok, crunch was heard, safety was replaced and the stapler was opened ant-clockwise 1/2 turn. The stapler would not come out of the rectum easily and was pulling on the anastomosis. The donuts were fine. A scope was used to look at the anastomosis and there was a positive leak test. There was an area of concern that looked white in color and three stitches were applied laparoscopically to over sew the area. Another leak test was done which was negative. A temporary ileostomy was decided as the best option to allow the anastomosis to heal. Procedure prolonged 45 minutes. The patient was hospitalized for an unknown amount of time. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.